Event description:
It was reported that customer had difficulty charging t:slim x2 pump for about two weeks because charging connection was unstable and required moving or reinserting cable for pump to start charging, although pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and cables, found that non-tandem charging cable and wall adapter allowed pump to begin charging, and was informed that non-tandem charging supplies were not recommended except for troubleshooting; technical support arranged replacement charging supplies and no further assistance was required.